Event description:
It was reported, by the sales rep from (B)(6). That the 4k c-mnt scp,4.0,30,167, mitek device truespan 24 degree peek device had a non product complaint. During in-house engineering evaluation, it was determined, that both implants were observed, at the end of the applier needle. Indicating, a double deployment. Red trigger was returned at loaded position. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection of the returned device found, that both implants were observed, at the end of the applier needle. Indicating, a double deployment. Red trigger was returned at loaded position. No structural anomalies were found. A functional evaluation was performed with the red trigger and no anomaly was found with loading functionality. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction. During procedure, the failure reported could be related to a trigger mishandling, if the trigger was activated unintended. The deployment mechanism starts its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. Once inside, the joint space, remove the instrument. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. UDI: (B)(4).